Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer investigation is completed.

Event description:
It was reported that there was an s3 alarm on the centrimag after ambulating the patient. The rpms went down to 0. Also, the console did not appear to hold a charge. They switched to their backup console. Related MFR # 2916596-2021-03967

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an s3 alarm and the system stopping were both confirmed via a log file extracted from one of the returned consoles. A log file was extracted from the console, serial number (B)(6) (evaluated separately) and was reviewed. On the reported event date of 08jul2021, the system was observed to be operating at a set speed of ~3700 rpm / 4.3 lpm. At 10:26, an m2: motor disconnected alarm was observed, and the speed fell to 0 rpm. The system resumed speeds above 0 rpm at 10:29 when the set speed was ramped back up to 1700 rpm. At 10:30, the speed was set to 3700 rpm. At 10:31 and 10:35, two more m2 alarms were observed, briefly stopping the pump at these times. The system resumed speeds of 3700 rpm within the same minute of these stoppages. On 08jul2021 at 10:29, before the pump had resumed speeds above 0 rpm, an s3: system fault alarm correlating to a ¿can bus send error¿ sub-fault was observed. The alarm was muted; however, the flow readings remained at 0 lpm due to this sub-fault after the system resumed speeds above 0 rpm until the system was shut down at 10:44. On 10jul2021, the system was observed to be operating at a set speed of ~3700 rpm / 4.3 lpm. From 18:46 ¿ 18:47, two m2 alarms were observed, and the speed fell to 0 rpm at 18:46. Another s3 alarm correlating to a ¿can bus send error¿ was observed at 18:46, blanking the flow reading to 0 lpm until the console was shut down at 19:18 of the same day. The system resumed speeds of 3700 rpm at 18:47 after the m2 alarms had cleared. The console was not observed to have been in patient use after being shut down at 19:18. A log file was also extracted from the console, serial number (B)(6) (evaluated separately), and was reviewed. On the reported event date of 08jul2021, the system was observed to be operating at a set speed of ~3700 rpm / 4.3 lpm. No atypical events were observed throughout the data. The system was observed to have been shut down at 13:19 on this date and was not observed to be in patient use throughout the remainder of the log file. The returned centrimag motor (serial number (B)(6) ) was received at the service depot. The motor was tested for an extended period of time alongside both of the returned consoles, and atypical events were unable to be reproduced throughout all testing. A full functional checkout was performed, and the serviced and tested motor was returned to the customer site after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number l02072-0015, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "about the 2nd generation centrimag primary console" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including s3 and m2 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account could not identify the last battery maintenance nor the last battery change and noted that the batteries could potentially be over two years old. The situation resolved on the new console and there was no patient impact, the patient remained stable.